Event description:
Information was received from a patient who was receiving morphine via an implantable pump for spinal pain. It was reported that when the patient goes to give a bolus, it took almost 2 minutes from the time it recognized that it's hooked up before it would give them a bolus. The handset gets stuck at 90%. Patient services assisted them with clearing data on the handset and connecting to the pump. They were able to connect to the pump very fast and getting their lockout screen. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.